Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), poor sensing numbers were note. The system was removed, and a new system successfully implanted. No patient complications have been reported as a result of this event.